Event description:
Philips received a complaint on the v60 ventilator indicating that there was an issue with their alarms. No patient or user harm reported. The device was reported to be outside of use at the time of the reported problem. The customer informed the remote service engineer (rse) of the issue and requested onsite service by a field service engineer (fse). The rse stated that, at the time of the remote service, the customer did not elaborate further on the issue and had no further information to give. An fse went to the customer site and evaluated the device, finding no operational anomalies at the time of the onsite service. The fse completed a general inspection, functional testing, a performance verification test (pvt), and internal test, all with passing results. The fse found that the device was ready for clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.